Event description:
The patient on the same day of the index procedure suffered a myocardial infarction. The patient had (2) precise stents implanted as the first implanted precise stent had migrated cephalad. Later that day, the patient suffered a myocardial infarction and subsequent acute respiratory failure. The patient is a 72 year-old male who was enrolled in the sapphire study. The patient has a medical history which includes a history of prostate cancer, hypertension, high cholesterol, diverticulitis, skin cancer, sleep apnea. The patient has recently undergone extensive vascular evaluation for symptomatic carotid artery stenosis. The patient has a known right internal carotid artery (ica) occlusion and recent non-invasive test suggested a significant left ica stenosis. Angiography was performed confirming the stenosis, which was complex and also quite high. The vessel reference diameter was 4mm. The length of the lesion was 40mm. The rate of stenosis was 85%. The geometry of the lesion was eccentric. Lesion calcification was severe. Tortuosity was moderate. There was no difficulty accessing the lesion with the angioguard distal protection device. The lesion was pre-dilated with 3.00mm voyager balloon. It was noted that the lesion was very resistant to dilation due to the sever calcification that was present. A precise 9x40 stent was placed in the lesion, but migrated cephalic when deployed as the bottom of the lesion was highly stenosed and at an angle with the common carotid artery (cca) which prevented advancement of a balloon or second stent over the angioguard wire or a second "buddy" wire. Ultimately the sheath buckled out of the left cca, and the angioguard retracted into the top of the first stent and could not be re-advanced. Therefore, the angioguard was re-captured. Then the cca was re-accessed with a .038 amplatz stiff wire to get a balloon across the lesion and dilate the stent. This also allowed the physician to place a 0.14 wire across the lesion and deploy the 10mm x 30mm precise stent at the bottom of the lesion to bridge the very severe ostial stenosis. The lesion was post-dilated with a 4.5 mm x 30mm viatrac balloon with excellent result. During the procedure, the patient developed problems with hypotension and bradycardia which responded to neo-synephrine and atropine. Later that day, the patient suffered an acute respiratory compromise requiring intubation. Cardiac enzymes were drawn and the patient's troponin was abnormal. The patient was diagnosed with a myocardial infarction. The patient was treated with hydralazine, plavix, asa, lisinopril, lasix, nipride drip, and norvasc.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2009-01215.